Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 alarm (air in line) with the homechoice (hc) machine during drain 4 of 4. The patient had disconnected to go to the washroom and then reconnected after the alarm had occurred. The technical service representative (tsr) assisted the home patient (hp) to recycle power and advised the hp to press stop prior to disconnecting during therapy. Product surveillance contacted the patient's caregiver (cg) on (B)(6) 2010. According to the cg the patient disconnected to use the washroom and reconnected, however, the patient was able to resume therapy by starting over with new supplies. The sample was discarded and the lot number is not available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample, therefore, the root cause was undetermined. A batch review was not performed due to unknown lot number. The results of a label review revealed adequate labeling for the potential use error(s) identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).